Manufacturer narrative:
Alleged failure: e-22 and e-25 errors on l11 during a case. Sn (B)(6). In a case, got e-22 error (led light failure - manual light mode). Had to reboot 3 or 4 times to get rid of the error. Once they got e-25 error (color balancing failure). Unit was removed from case and replaced by another one. With just a light cord attached, did not see any errors come up. [Update - unable to confirm full loss of light and duration] the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a bent open connector clips on the mainboard. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.